Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Devices remain implanted.

Event description:
It was reported the patient had a procedure on (B)(6) 2011 with a bifurcated and an infrarenal aortic extension. Upon follow up, physician noted a component separation. An infrarenal was implanted to correct the leak. No patient injury was reported.

Manufacturer narrative:
Based upon the investigation findings, the reported type iiia endoleak was confirmed. Manufacturing record review was performed. The lot met all release criteria prior to release for distribution. A design or manufacturing root cause for the reported event was inconclusive. The clinical review identified the following factors that may have contributed to the event: misues by placement of the device to treat a thoraco-abdominal aneurysm, with an aortic diameter of 4.3 cm. Additional contributing factors: use of non-endologix stent within the infrarenal aorta; and, the inability to tolerate contrasted surveillance which might have caused a delay in the diagnosis; and the use of antiplatelet therapy (plavix).